Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6), 2014; during the same surgery the patient was reimplanted with a new device.this report is filed april 29, 2014.